Event description:
It was reported that a presented with post-paced t-wave over-sensing, wide qrs complex, and inappropriate shock noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended. It was later reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.